Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. No further helix function possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The lead was placed and the screw would not advance, even after multiple turns past the recommended turns to extend the screw. The lead was removed onto the implanting table and the screw was attempted to be extended out of the lead but to no avail. A new lead was implanted. No patient complications have been reported as a result of this event.